Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while fixing the mesh during a laparoscopic procedure, the clamp broke when the suture was placed. The tack did not come out of the tube. Hence, the device did not work. Another tacker was used to complete the case. There was no patient injury.